Event description:
I had surgery for two herniated discs in my neck. The surgeon used a product made by medtronic, called a cervical venture plate, to fuse the affected vertebrae together. One month after surgery, I experienced unusual symptoms. Insomnia, racing heart, diarrhea, constant urination, headaches, confusion, extreme fatigue and unusual side effects to medication that I did not have in the past. After months of tests, the doctors could not find anything wrong. Laying in bed one day, I tried to put together that was different with my body since the surgery and I had the revelation that I had a piece of metal in my body. I finally found a toxicologist who drew blood for the metals in my plate. While none of the levels were toxic, they were severely elevated. One week after the surgeon removed the plate, my symptoms were gone and my blood tests for the metal were normal. Although I can not afford to have the plate analyzed, the doctor is quite confident that the plate corroded inside of my body.